Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown procedure on unknown date and barbed suture was used. The suture broke during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). It was reported performance breakage suture. A labeled winding former and a suture/piece of product code (B)(4) were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected and body fluids were noted. Marks on the needle and the suture that appear to be by use of a surgical instrument were observed and the suture end was busted. A functional test was performed and the tensile strength force was above the minimum requirement. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The product code (B)(4) contains an absorbable suture and the sample was received open, therefore, the time of exposure that has the suture in the environment could not be determined. The DHR review could not be conducted, because the batch number of the complaint is unknown. According to the sample condition, the assignable cause of the performance breakage suture, suggest an improper handling.